Event description:
New information received notes that the insulation break previously reported was externalized conductors. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at follow-up, insulation break was observed via fluoroscopy. Patient to be monitored.